Event description:
The operator attempt arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The operator reported to have difficulty advancing the device through what appeared to be "a heavily scarred groin." During advancement of the device, a crack sound was heard. An attempt was made to remove the device. It was reported that the distal portion of the guide and sheath were unretrievable. The pt went to surgery where the remainder of the device was removed. During surgery it was noted that "the vessel appeared to be very calcified and had a large amount of scar tissue." It was reported that the surgeon had difficulty inserting needles through the vessel wall. A graft was placed at the arteriotomy to repair the vessel. The pt was reported to be "doing well" the next day.